Manufacturer narrative:
An event of pancreatic fistula was reported. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information was obtained from the publication "postoperative imaging evaluation of coil embolization" (ID#(B)(6)). Per the publication, a 60-year-old male underwent implantation of the avp ii for embolization of a splenic artery aneurysm. CT performed 2 months post-embolization revealed a pancreatic fistula from the embolized areas of the pancreas body. No additional details of treatment or management were provided. The publication was to emphasize the importance of imaging for patients post coil embolization to assess recanalization, surrounding and distal organ ischemia and complications.